Event description:
A customer contacted beckman coulter inc. (Bci) to report fluid leak from vacuum exhaust filter on back of synchron cx5 delta clinical system. No report of death or injury have been reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse found valve l5 to be faulty, not opening to pressure, liquid trap was constantly under vacuum reservoir. Replaced l5 with l6, and this corrected the problem.